Event description:
It was reported that there was an episode of double counting r waves. The patient will continue to be monitored with monthly transmissions. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing occurred. One episode of ventricular nonsustained tachycardia of 190 ms occurred on (B)(6) 2011 17:21:01. One ventricular fibrillation episode of 180 ms average ventricular cycle occurred on (B)(6) 2011 06:25:33.